Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing did not confirm the reported event. The device was under observation for seven days and error e116 was not found during that time period. Service found dust inside the unit, there were scratches on the top cover, chassis, and front panel, there was rust on the rear panel, there were minor hit marks on the heat spacer, and the main switch sound was abnormal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, error code e116 (touch display error) was displayed on the video system center. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. As per reconfirmation from concerned field engineer, this event was found during general routine check and no procedure is actually involved. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. According to the instruction manual, section 9.2 "troubleshooting guide" states: "code: e116. Error message: otv error. Possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus." Olympus will continue to monitor field performance for this device.